Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 19-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 154, 142 and 163 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 93-126 mg/dl and bedtime fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened more than 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 154 mg/dl date: 9/8 time: 12:11pm fasting first blood result 2: 163 mg/dl date: 9/7 time: 10:27pm fasting before bed result 3: 99 mg/dl date: 9/7 time: 1:08pm fasting first blood result 4: 142 mg/dl date: 9/6 time: 9:54pm fasting before bed result 5: 107 mg/dl date: 9/6 time: 11:23am fasting